Event description:
It was reported that, "pt had a seizure and fell on his elbow, causing the pin to come out and the plastic to break. Revision to replace these parts."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the hospital and was not returned to the MFR. The lot code for the reported device was not provided. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-01347.